Event description:
It was reported that guidewire stuck on catheter. A zelantedvt clothunter catheter was advanced for thrombectomy procedure. During procedure, the guidewire was stuck in the catheter. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
B3 - date of event: event date not provided and estimated based on aware date. E1: initial reporter city: (B)(6). E1 - initial reporter phone: (B)(6).